Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Corrected fields: last name and postal code. A device evaluation was not performed as the device was not returned to olympus for evaluation. According to the investigation, it is possible that the customer report of cable peeling is related to the customer allegation of the camera head not working. It is likely that normal communication was not possible, resulting in the customer's allegation of the camera head not working. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. This issue is addressed in the instructions for use (IFU): inspect all focus control switches and zoom control switches and confirm that they work properly even if they are not expected to be used. The endoscopic image may freeze, or other irregularities may occur during examination and may cause patient injury, bleeding, and/or perforation. Never clean, disinfect, or sterilize this equipment together with sharp-tipped instruments (tweezers, forceps, knives,etc.). These could scratch or tear holes in the camera cable,which could allow water to penetrate and damage electrical circuits inside the instrument. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not working. There were no reports of patient harm.

Event description:
This supplemental report is being submitted to provide the updated results of the legal manufacturer's final investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of camera head does not function/is not working was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness a definitive root cause could not be identified. The insulation of the camera cable was peeling off and the water tightness was poor, so there is a possibility that the internal coupled charged device has malfunctioned, and normal communication was not possible and the camera head was not functioning properly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not working. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.